Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force.

Event description:
A us distributor returned an electrode belt during the investigation of a non-reportable death, when a reportable malfunction was found.